Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit front panel does not light up when starting up. The issue occurred during preparation for use for a laparoscopic surgery procedure. The therapeutic procedure with completed with another set of device and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the front panel indicators didn't light up occasionally due to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.